Event description:
It was reported that while the patient was resting at home there was a continuous yellow wrench alarm visible on the mobile power unit (mpu) accompanied by an audio alarm. An internal issue in the mpu was suspected and the mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The alarms resolved following the mpu exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous yellow wrench alarm active while connected to the mobile power unit (mpu) was confirmed via visual analysis and testing of the returned product. The heartmate mobile power unit was returned and evaluated at the service depot on 01feb2023. During the evaluation, the heartmate mobile power unit, serial number (B)(6) was observed and there was a kink mark on the mpu patient cable. The mobile power unit mpu was turned on and a yellow wrench starting blinking, a "connect power immediately" visual alarm, and an audible alarm was active, confirming the reported event. The mpu was then connected to a mock circulatory loop and the controller alarmed, confirming the reported event. Further evaluation revealed that the issue was traced to the patient cable. The patient cable was then replaced with a known working cable and a functional test was completed. The patient cable was then forwarded to product performance engineering (ppe) burlington for further analysis. During ppe analysis, the mpu was connected to a mock loop and the controller and mobile power unit alarmed for connect power alarms, confirming the reported event. A continuity test and current leakage test was performed and revealed that the orange vcc power wire was electrically shorting to the cable shield. The cable was dissected revealing a breach in the wire insulation which resulted in an exposed conductor that was electrically shorting to the cable shield. The root cause of the reported event was determined to be an exposed wire conductor that was electrically shorting to the cable shield, causing the mobile power unit to alarm. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.